Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced swollen hands and other "issues". The implantable pulse generator (ipg) exhibited early battery depletion. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.